Event description:
The customer reported that the ventilator display is inoperative. Internal sounds, such as the operation of the valves, can be heard, suggesting that the device is powering on; however, the screen remains entirely blank. There was no patient involvement related to the reported malfunction. It was further noted that the device was stored in an equipment room for a "long period" and had not been used or repaired recently.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.